Event description:
It was reported that during procedure in 2008. Gentle thread interference screw fractured during insertion. Pt retained fractured portion of the screw which held the implanted graft in place.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility info is avail. Current info is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Eval of returned device found evidence that the screw component failed due to tensional overload during insertion.